Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: a 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty as indicated by the directions for use. Subsequent deployment of a 27mm lotus edge valve involved repositioning of the lotus edge valve with partial re-sheathing and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: on the same day of index procedure, electrocardiogram (ECG) revealed new onset of left bundle branch block. Mobile cardiac outpatient telemetry (mcot) was recommended. The event was treated by withholding nodal agents medications and the patient was discharged home with mcot.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: a 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty as indicated by the directions for use. Subsequent deployment of a 27mm lotus edge valve involved repositioning of the lotus edge valve with partial re-sheathing and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: on the same day of index procedure, electrocardiogram (ECG) revealed new onset of left bundle branch block. Mobile cardiac outpatient telemetry (mcot) was recommended. The event was treated by withholding nodal agents medications and the patient was discharged home with mcot. It was further reported that the patient was initially discharged home on the day after the index procedure on aspirin and clopidogrel. Five days post index procedure, the subject presented with complaints of headache, altered mental status and mild cough. The subject was recommended to start plavix and clopidogrel post tavr, however the subject was reported to being non-compliant to the medications. Computed tomography(CT) of the brain without contrast revealed no acute intracranial findings and atrophy with chronic microangiopathic white matter changes. Duplex ultrasound of the carotid arteries revealed carotid arteries within normal limits with antegrade flow in the left carotid artery. There was no indication of hemodynamically significant stenosis. The next day magnetic resonance imaging(MRI) of the brain revealed multiple peripheral punctuate foci of acute ischemia in the subcortical gray matter of the parietal lobe bilaterally. There was also an indication of chronic ischemia in the left temporal lobe and basal ganglia. The subject was diagnosed with acute cerebrovascular accident(cva). The subject was hospitalized, and started on plavix and clopidogrel. The etiology of the cva was ischemic, diagnosed by neuroimaging. The cva occurred due to non-compliance with the dual anticoagulant therapy with aspirin and clopidogrel. Seven days post index procedure, the event was considered recovered. 58 days post index procedure, transthoracic echocardiogram(tte) revealed elevated mean gradient. Computed tomography(CT) scan revealed thrombosis on the prosthetic valve on 2 of the 3 leaflets causing mild leaflet restriction. The thrombosis was treated medically with coumadin and aspirin. At the time of reporting, the event was considered recovering.

Manufacturer narrative:
B5: describe event or problem: additional information. B6: relevant tests/laboratory data: additional information.